Event description:
It was reported, the patient experienced a loss of therapeutic effect and had no stimulation sensation. The patient¿s right implantable neurostimulator (ins) stopped working on friday. The patient had recharged the ins, it was on and she could not feel stimulation. The patient saw her healthcare provider (hcp) and a nurse practitioner (np) and they came to the conclusion that the ins was ¿too low.¿ the patient¿s inss needed to be moved to a new pocket. It was scheduled to happen (B)(6). The patient was also experiencing a burning and pain in her right side and buttocks; it was noted this had been happening for a while. X-rays and cts had been performed but nothing was seen. Additional information received 3 days later reported the patient was at her hcp¿s office (B)(6) and a manufacturer representative confirmed the patient¿s ins systems were working fine. It was reported, the patient had one patient programmer to use with both systems but she did not get a chance to learn how to use the pp with both devices. Additional information received 11 days later reported the patient received assistance from her doctor and manufacturer representative and her concerns were resolved at her appointment on (B)(6). The patient was still having concerns but was working with her doctor and manufacturer representative. The patient had an appointment (B)(6). Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 37712 lot# serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743 lot# serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).